Manufacturer narrative:
The devices involved in this event are expected to be returned for evaluation; however, they have not yet been received. Patient medical records and imaging studies will be requested for further evaluation by a clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. H3 other text: device is expected to be returned.

Event description:
The patient was being treated for an alto abdominal aortic aneurysm with the implant of an alto abdominal aortic stent graft system on (B)(6) 2024. The alto main body was deployed, and the polymer syringe was connected. Approximately 3 to 5 minutes after the syringe connected the alto main body was filled and the polymer was visible under fluoroscopy and then suddenly the alto main body became almost invisible with very little polymer left inside and the syringe completely empty (polymer leak). The procedure was reportedly followed perfectly as per IFU with no changes to the procedure. The patient was asymptomatic. The final angiogram showed a type ia endoleak, but the physician decided to wait for the one-month follow up before doing anything. The procedure has been completed with no other concerns.

Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good faith efforts to retrieve a reported adverse event/incident related device as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. Endologix received one alto delivery system, deployment handle, introducer sheath, custom seal kit, and polymer syringes for an evaluation. The devices were shipped in a delivery system box inside of a large shipping box, in a bio-hazard plastic bag, and inside two pouches. The introducer sheath and auto injector were in one pouch and the alto delivery system, custom seal kit, and polymer syringes were in another pouch. There was blood residue present. The first syringe was not connected to the custom seal kit and had no polymer present, the second syringe that was connected to the custom seal kit contains approximately 8ml of cured polymer. The stent graft was not returned as it was implanted in the patient as reported. The device was decontaminated. A visual analysis was performed. Upon visual inspection it was noted that there are kinks in the guide wire lumen at 2mm and 21mm proximal to the proximal lumen spacer. There is a kink in the polymer fill line at approximately 13mm proximal to the proximal lumen spacer. There is a kink in the oval balloon fill lumen 2mm and 20mm proximal to the proximal lumen spacer. The bonds at the proximal end of the hypotube including the lumen spacer and all included lumens appear intact. There is a slight 15-degree bend in the laser cut hypotube at the transition to the solid section of tubing. Upon inspection of the polymer fill line male luer connecter there is cured polymer present within the connector outside of the polymer fill line lumen, which is not expected, there should be no polymer present. There is a kink present on the delivery sheath approximately 288mm proximal to the proximal side of the flush port housing. The remainder of the device sheath appears unremarkable. The handle halves were separated to inspect the inner chassis for any sign of a polymer leak, but none was noted. All appeared as expected. There is cured polymer present beginning at the base of the syringe plunger and continuing down the entire length of the polymer lumen, with cured polymer present at the end of the tapered polyimide polymer fill line. The sheath and sheath assembly appear unremarkable, as does the returned custom seal kit. The auto injector appears to be functioning as intended. Based on the evaluation performed the polymer leak cannot be confirmed. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows that the polymer leak complaint is unconfirmed. The type ia endoleak complaint is confirmed. This is moderately consistent with the reported adverse event/incident. It was reported that approximately 3-5 minutes after the syringe connection, at the beginning the alto main body was completely filled and polymer was visible under fluoroscopy and then suddenly the alto main body became almost invisible (very little polymer left inside) and the syringe completely emptied. The imaging provided shows the first ring proximal ring and ipsilateral limb filled with polymer with the contralateral limb in place. The incomplete polymer fill noted (first proximal ring and ipsilateral limb) was consistent throughout the angiogram. The return product analysis could not confirm the polymer leak. Device, user, procedure or anatomy relatedness of the complaint could not be determined. No procedure related harms were identified. The final patient status was reported as being in good condition. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Corrections: b2: outcomes attributed to ae - updated. B5: describe event or problem - additional. B6: relevant tests and lab data - additional. E1: physician name: update. G3: awareness date - updated. H6: health effect - impact code - remove 4614. H10/11: additional manufacturer narrative - updated.

Event description:
The patient was being treated for an alto abdominal aortic aneurysm with the implant of an alto abdominal aortic stent graft system on (B)(6) 2024. The alto main body was deployed, and the polymer syringe was connected. Approximately 3 to 5 minutes after the syringe connected the alto main body was filled and the polymer was visible under fluoroscopy and then suddenly the alto main body became almost invisible with very little polymer left inside and the syringe completely empty (polymer leak). The procedure was reportedly followed perfectly as per IFU with no changes to the procedure. The patient was asymptomatic. The final angiogram showed a type ia endoleak, but the physician decided to wait for the one-month follow up before doing anything. The procedure has been completed with no other concerns. Additional information was received on 06 february 2025 reporting that reintervention was needed to resolve bilateral aortic body leg ischemia with the implant of an additional stent proximal to the superior stent margin of the limbs and distal to limb markers. Reportedly, this could be related to the low level of polymer inside the alto aortic body. The patient status has not been provided.

Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good faith efforts to retrieve a reported adverse event/incident related device as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. Endologix received one alto delivery system, deployment handle, introducer sheath, custom seal kit, and polymer syringes for an evaluation. The devices were shipped in a delivery system box inside of a large shipping box, in a bio-hazard plastic bag, and inside two pouches. The introducer sheath and auto injector were in one pouch and the alto delivery system, custom seal kit, and polymer syringes were in another pouch. There was blood residue present. The first syringe was not connected to the custom seal kit and had no polymer present, the second syringe that was connected to the custom seal kit contains approximately 8ml of cured polymer. The stent graft was not returned as it was implanted in the patient as reported. The device was decontaminated. A visual analysis was performed. Upon visual inspection it was noted that there are kinks in the guide wire lumen at 2mm and 21mm proximal to the proximal lumen spacer. There is a kink in the polymer fill line at approximately 13mm proximal to the proximal lumen spacer. There is a kink in the oval balloon fill lumen 2mm and 20mm proximal to the proximal lumen spacer. The bonds at the proximal end of the hypotube including the lumen spacer and all included lumens appear intact. There is a slight 15-degree bend in the laser cut hypotube at the transition to the solid section of tubing. Upon inspection of the polymer fill line male luer connecter there is cured polymer present within the connector outside of the polymer fill line lumen, which is not expected, there should be no polymer present. There is a kink present on the delivery sheath approximately 288mm proximal to the proximal side of the flush port housing. The remainder of the device sheath appears unremarkable. The handle halves were separated to inspect the inner chassis for any sign of a polymer leak, but none was noted. All appeared as expected. There is cured polymer present beginning at the base of the syringe plunger and continuing down the entire length of the polymer lumen, with cured polymer present at the end of the tapered polyimide polymer fill line. The sheath and sheath assembly appear unremarkable, as does the returned custom seal kit. The auto injector appears to be functioning as intended. Based on the evaluation performed the polymer leak cannot be confirmed. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows that the polymer leak complaint is unconfirmed. The type ia endoleak complaint is confirmed. This is moderately consistent with the reported adverse event/incident. It was reported that approximately 3-5 minutes after the syringe connection, at the beginning the alto main body was completely filled and polymer was visible under fluoroscopy and then suddenly the alto main body became almost invisible (very little polymer left inside) and the syringe completely emptied. The imaging provided shows the first ring proximal ring and ipsilateral limb filled with polymer with the contralateral limb in place. The incomplete polymer fill noted (first proximal ring and ipsilateral limb) was consistent throughout the angiogram. The return product analysis could not confirm the polymer leak. Device, user, procedure or anatomy relatedness of the complaint could not be determined. No procedure related harms were identified. The final patient status was reported as being in good condition. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Corrections: g3: awareness date ¿ updated. H6: medical device problem codes: remove 1250. H6: investigation finding codes - remove code 3233. H6: investigation conclusion codes - remove code 11.